Event description:
Two patients with discrepant results. Patient 1, initial calcium result 11.7 mg/dl, repeated twice, gave result of 8.3 mg/dl each time. Initial glucose result 133 mg/dl, repeat 94 mg/dl. Patient 2, initial bun result 61 mg/dl, repeated twice gave results of 36 and 38 mg/dl. Initial glucose result 574 mg/dl, repeated twice, gave results of 321 and 316 mg/dl. Initial results were not reported. The field service representative was unable to determine a cause for the discrepancies.